Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customer¿s blood glucose due to the reported issue. Reportedly the customer reverted to manual injections for insulin therapy.